Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and blank display. The customer¿s blood glucose level was 418 mg/dl. The customer reported that the screen was blanks and changed the battery twice and it didn't come back on. The troubleshooting was performed and was advised to insert the new battery and display went off. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No delivery/occlusion alarm and no blank display anomaly during test noted. (B)(4).